Event description:
Device malfunction: clip mislocation. Symptoms/ae: claudication and occlusion. Time of symptoms/ae: one month post vessel closure. It was reported that a physician trained in the use of the starclose device, achieved arteriotomy closure of the right femoral artery after an interventional procedure. Approximately one month post procedure, the pt was experiencing claudication of the right leg. An angiogram was taken and the physician felt that the clip had caught the side artery wall and the artery was found to have an 80%-90% occlusion. The left common femoral artery (contralateral) was accessed to treat the occlusion in the right common femoral artery. An unspecified balloon catheter and stent were used to treat the vessel. The pt is reported to be doing fine. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.